Event description:
It was reported that the patient experienced tachycardia and hypertension. The target lesion was located in the superficial femoral artery (sfa). A 4.0x100, 135cm charger balloon catheter was crossed the lesion and dilation was performed in two inflations to nominal. However, when the device was removed, the patient became tachycardic and hypotensive. The patient was put on pressures, medication and get the blood pressure up and stable. The procedure was stopped after ballooning due to the patient's reaction. No further patient complications were reported. The patient will have surgery to correct the sfa lesion. It was further reported that the target lesion was 100% in-stent stenosis, fibrous with plaque which extend distal to the stent located in the distal sfa and proximal popliteal artery. It was around 5 minutes after balloon removal that the patient became hypotensive and tachycardiac. The patient had an allergic reaction to balloon coating. It was believed the patient may or had a reaction to either the contrast or sedation at this time. The patient was premedicated to help prevent another possible reaction.

Event description:
It was reported that the patient experienced tachycardia and hypertension. The target lesion was located in the superficial femoral artery (sfa). A 4.0x100, 135cm charger balloon catheter was crossed the lesion and dilation was performed in two inflations to nominal. However, when the device was removed, the patient became tachycardic and hypotensive. The patient was put on pressures, medication and get the blood pressure up and stable. The procedure was stopped after ballooning due to the patient's reaction. No further patient complications were reported. The patient will have surgery to correct the sfa lesion.

Event description:
It was reported that the patient experienced tachycardia and hypertension. The target lesion was located in the superficial femoral artery (sfa). A 4.0x100, 135cm charger balloon catheter was crossed the lesion and dilation was performed in two inflations to nominal. However, when the device was removed, the patient became tachycardic and hypotensive. The patient was put on pressures, medication and get the blood pressure up and stable. The procedure was stopped after ballooning due to the patient's reaction. No further patient complications were reported. The patient will have surgery to correct the sfa lesion. It was further reported that the target lesion was 100% in-stent stenosis, fibrous with plaque which extend distal to the stent located in the distal sfa and proximal popliteal artery. It was around 5 minutes after balloon removal that the patient became hypotensive and tachycardiac. The patient had an allergic reaction to balloon coating. It was believed the patient may or had a reaction to either the contrast or sedation at this time. The patient was premedicated to help prevent another possible reaction.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. No issues were noted with the balloon material. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that the patient experienced tachycardia and hypertension. The target lesion was located in the superficial femoral artery (sfa). A 4.0x100, 135cm charger balloon catheter was crossed the lesion and dilation was performed in two inflations to nominal. However, when the device was removed, the patient became tachycardic and hypotensive. The patient was put on pressures, medication and get the blood pressure up and stable. The procedure was stopped after ballooning due to the patient's reaction. No further patient complications were reported. The patient will have surgery to correct the sfa lesion. It was further reported that the target lesion was 100% in-stent stenosis, fibrous with plaque which extend distal to the stent located in the distal sfa and proximal popliteal artery. It was around 5 minutes after balloon removal that the patient became hypotensive and tachycardiac. The patient had an allergic reaction to balloon coating. It was believed the patient may or had a reaction to either the contrast or sedation at this time. The patient was premedicated to help prevent another possible reaction.